Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on some stored episodes. The implantable cardioverter defibrillator (ICD) classified the episodes as ventricular tachycardia (vt) but the episodes were thought to be supra ventricular tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.